Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on right plunger case and battery door. Customer?s reported issue was duplicated during occlusion test. The root cause of the reported issues was not determined. No physical or any other damaged was found on speaker. Actions taken to mitigate the reported issue: replaced speaker for preventive measure. Performed occlusion test and all functional testing which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that a primary audible alarm post error event occurred. No patient injury was reported.